Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed leakage from the effluent line, and the line was cut. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex m100 set, an external fluid leakage was observed, further specified as "leaked dialysate tube". After inspecting the tube, a teared mark was found. There was no patient involvement. No additional information is available.